Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was unknown. The customer consumed glucose tablets to address bg. Additionally, it was reported that the pump was not properly delivering boluses. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.